Event description:
User experienced issue with glucose imprecision. One patient sample was run and gave the following results: initial result gave 24 mg/dl; repeat gave 99 mg/dl. Erroneous result was not reported. The field service representative determined the cause to be a pipetting/fluidics failure, and rebuilt syringes with new tips, replaced all fluidic lines from the syringes over to the transfer head and replaced the transfer head and valve vb4. Performance tests were performed.